Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 476 mg/dl, 186 mg/dl, and 181 mg/dl on the suspect device. Reporter indicated that patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Quality control testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.